Manufacturer narrative:
Date of event: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the rep is working with patient trying to get pt's ins working again after pt turned off therapy due to pregnancy. Rep is reporting seeing open loop charging screen but it hasn't flipped over to normal charging screen. They were able to check ins with the patient application and see that the ins battery is at 40%. Suggested to clear por and then try charging again to see if they see normal charging screen. Rep stated that they have done 3-30 min charging sessions. Rep is going to continue charging the ins and clear the por message. Additional information was received from a manufacturer representative (rep) on 2023-jan-16. The rep reported that the cause of the por was due to the patient turning the stim off during pregnancy. They had a baby about 1.5 months ago and want to get their stim back up and running again. The patient is going to charge their device and follow up with the doctor on (B)(6) 2023. No further information known at this point, but the rep should know more after the appointment. Additional information was received from a manufacturer representative (rep) on 2023-feb-02. The rep reported that they haven't been able to get the battery fully charged at the time of the call as they were in the office about 3 hours trying to get it jump started. The rep has called the pt a few times including once today to see if they could see her as they cancelled their appointment due to snow a few weeks ago.